Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold measurements and low amplitude. The threshold measurement increased from 0.5 volts to 5 volts, and the r-wave measurement dropped from 10-12 millivolts down to less than 3 millivolts. A lead revision procedure was performed. During the procedure the rv lead was tested on the pacing system analyzer (psa) and the high threshold measurements were reproduced. The rv lead was explanted and replaced. No additional adverse patient effects were reported.